Event description:
It was reported that patient presented to emergency room after receiving inappropriate shock. Upon interrogation, it was noted that patient's right ventricular (rv) lead exhibited inappropriate shock due to oversensing. It was further noted from x-ray that patient's rv and atrial lead was dislodged. During lead revision procedure it was noted that the helix of both leads was not able to extend and retract. Both leads were explanted and replaced. The patient was stable.